Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implantable pulse generator (ipg) was connected to the right ventricular (rv) lead, which exhibited a loss of capture and pacing failure, despite having tested well using the analyzer. The ipg was removed, and another ipg was implanted. No patient complications have been reported as a result of this event.